Event description:
The manufacturer rec'd info alleging the expiration valve in the patient circuit would not close. The device was not in patient use. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A f/u report will be submitted when the manufacturer's investigation is complete.